Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event is likely related to the procedure, and/or anesthesia, and/or the bronchoalveolar lavage/biopsy. From a medical standpoint, long-term oxygen therapy is indicated in this patient (pao2 less than 7.2 kpa) however, due to persistent tobacco smoking, home oxygen cannot be provided. A review was performed by an intuitive surgical, inc. (Isi) medical officer and provided the following causality assessment: the event was not related to the ion device and probably related to the study procedure. A "patient underwent an ion lung biopsy. Biopsies were obtained with a 3rd party cryoprobe and bal. The procedure was completed without issue. Past medical history is notable for copd and chronic hypoxic respiratory failure requiring home oxygen which the patient was not on due to active smoking. Post procedure gas exchange was transiently worse as expected post bronchoscopy with biopsy. Given the underlying limited respiratory reserve the patient required a 48-hour prolongation of hospitalization for supplemental oxygen which was a pre-existing condition after which the patient returned to baseline. Imaging and labs demonstrated no evidence of infection. Empiric amoxicillin was administered along with prednisone. The patient improved, the event was deemed resolved, and was discharged home. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 25 cases of hypoxia (0.12%), and 1 respiratory failure (0.004%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%) with 6 cases of respiratory failure (0.6%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death and 31 events of respiratory insufficiency/hypoxemia (0.3%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 1,121 biopsies in 940 cases reported no deaths." Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, perez c, weiser l, yu w, bolster d, knabe k, soukiasian s, chaux g, rocco r, soukiasian hj. 1121 shape-sensing robotic-assisted bronchoscopic biopsies: diagnostic yield and surgical implications. The annals of thoracic surgery. 2025

Manufacturer narrative:
There is no indication that the customer reported complication was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. Review of the available logs did not find any errors that are relevant to the reported event. Additional patient information: height - 153 cm. Body mass index (bmi) - 17.8 kg/m2.

Event description:
A patient in a study underwent an ion lung biopsy procedure. The next day, the patient experienced impaired lung function, described as the patient's chronic hypoxemia worsened. The event required permanent oxygen supplementation and prolonged hospitalization by 48 hours. Imaging and labs showed no infection. Empirical amoxicillin and prednisone were prescribed which led to improvement after 4 days with oxygen levels returning similar to pre-procedure levels. The event was deemed resolved four days after the procedure, and the patient was discharged home on the same day. The target lesion, located in the right lower lobe measured 40 x 40 x 39 mm. The distance from the pleura wall was 2 mm, the distance from the chest wall was 2 mm and the distance from the nearest major blood vessel was 0 mm. Tools used were cryoprobe - 1.1 mm and bronchoalveolar lavage (bal). The procedure time was 23 minutes and the procedure was completed as planned utilizing the ion system; there were no ion device malfunctions. Pathology results of the biopsied lesion indicated malignant squamous cell carcinoma. The study investigator reported the event as a serious adverse event (sae), a ctcae grade 3, not related to the ion system, possibly related to third-party tools, but probably related to the ion procedure and probably related to the patient's underlying disease status.